Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. As the balloon protector on the 35x32mm liberte stent was removed slight resistance was noted, and upon removal it was noted that the middle of the stent was bunched. The procedure was completed with a different device. As there was no contact with the patient, no complications were reported.

Event description:
It was reported that prior to a percutaneous coronary intervention, stent damage occurred. As the balloon protector on the 35x32mm liberte stent was removed slight resistance was noted, and upon removal it was noted that the middle of the stent was bunched. The procedure was completed with a different device. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the stent was pulled distally on the balloon. As a result the proximal edge of the stent was positioned at 1cm distal to the distal edge of the proximal markerband. The stent was bunched in its mid- section. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).